Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Tandem customer technical support (cts) educated the customer on the reason for the alarm, however the customer continued to allege that there had been interaction with the pump. The customer declined additional troubleshooting from cts regarding the issue. There was no reported adverse impact to the customer¿s blood glucose level.